Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug (at unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient had a catheter revision on an unspecified date for an unspecified reason. No further information was provided and no further complications were reported/anticipated.

Manufacturer narrative:
"Upon receipt of additional information, it was determined that the catheter was not a medtronic product." Device code (B)(4) no longer applies and instead (B)(4) applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated that the catheter was a non-manufacturer catheter that was implanted on (B)(4)2014. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the subject had pain relief for 8 days and then worsening analgesic relief. The catheter replacement was due to changing systems to medtronic.